Manufacturer narrative:
The data logs from the field were unable to be recovered. The pump was returned and inspected. Inspection revealed biomaterial found on the impellor blades. The pump was attempted to be restarted but impella stopped -motor current (mc) high alarms were triggered. The biomaterial was then removed and the pump was able to be run for 10 minutes at nominal parameters. The cause of the pump stop was most likely biomaterial due to the biomaterial found on the impellor blades that recreated the impella stopped - mc high alarms reported in the field. After removing the biomaterial, the pump was able to be run for 10 minutes at nominal parameters.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Impella 5.5 with smartassist for use during cardiogenic shock, section: direct aortic insertion: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella 5.5 support, and during support, a pump stop occurred. The pump was restarted, but the pump immediately stopped again. The pump was then removed and there was no patient harm.